Manufacturer narrative:
Concomitant medical products: the event occurred on an unspecified date of (B)(6) 2020, further described as "over the past month". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that an unspecified quantity of homechoice cassettes had the patient line cap that was loose and fell inside the overpouch. This was observed during preparation of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.